Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical treatment and is consistent with the reported hospital admission and insulin treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after a supply change and persisting despite insulin dosing, which is consistent with a likely failed infusion set or other fluid pathway issue resulting in insufficient insulin delivery. Based on available information, no device malfunction of the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) and was hospitalized. The user was treated in the hospital with manual insulin injections and discharged on (B)(6) 2025. The user recovered and had not yet resumed ilet therapy at the time of report.